Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 0, with fault ID 0x277d. There was no notable event prior to the issue, and the customer's blood glucose level did not exceed 500 mg/dl. The malfunction code was resettable, and cts assisted the caller in resetting the pump. The customer reverted to an alternate method of insulin therapy.